Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head broke off in mouth- precision clean brush head [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A reporter stated via phone on (B)(6) 2018 that her boyfriend of unspecified age used an oral-b power oral care refill precision clean, and the head broke off in his mouth when he changed sections in his mouth. No symptoms developed. He had previously used this same version of product. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
02-may-2018 product investigation results: the reporter returned toothbrush heads on 01-may-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Report source: non-event - spontaneous. A reporter stated via phone on 29-mar-2018 that her boyfriend of unspecified age used an oral-b power oral care refill precision clean, and the head broke off in his mouth when he changed sections in his mouth. No symptoms developed. He had previously used this same version of product. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.